Event description:
Revision surgery to remove fractured anchor plate and cervical cage.

Manufacturer narrative:
Exemption number (B)(4) - (B)(4) (importer) is submitting the report on behalf of ldr medical (manufacturer). Anchor plate fracture was found at 7 month post op follow up x-ray. Investigation is ongoing.